Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer continued to use the same cartridge for five days and occlusion alarms continued. There was no impact to customer's blood glucose level. Troubleshooting was not performed with tandem technical support as the customer was not receiving an occlusion alarm at the time of the report.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.